Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line of the cassette. The event occurred during the initial drain on the homechoice (hc). The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.